Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The mount was reported but not returned. Visual evaluation could not be performed. Device history record (DHR) and complaint history review could not be performed since the lot/item number item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information and functional testing, mount malfunction and the reported event could not be verified since the mount was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that when doctor was placing the implant the mount disengaged from the implant and fell to the ground. Afterwards a longer implant was placed.